Event description:
The renasys pump was removed from the patient that day for change to different dressing, therefore was already picked up by uhs without being marked. The pressure setting was 120 mmhg continuous. The dressing seal was assisted with renasys adhesive gel patch strips and barrier ring upon initial placement. These, however, were both lifted off the patient¿s skin prior to dressing removal and the dressing compromised at that point. Again, no alarms had sounded. The canister connection to the pump was pushed in to the 4th line. Upon removal of the dressing with the tubing connected to the unit, no leak or blockage alarms were sounding. Disconnecting the dressing from the suction tubing led to resumption of flow of drainage in the canister and eventual leak alarm. Blockage alarm only sounded when tubing completely closed off with cap.

Manufacturer narrative:
The complaint is inconclusive since the circumstance and no product was returned for evaluation. However, the circumstances of the described complaint have occurred before. No lot information was given so a DHR review could not be performed. Since negative pressure therapy involves various elements within a system (i.e. Pump, canister, suction port etc), it is difficult to determine a definitive root cause for the failure to alarm. A leak alarm is designed to trigger if the system detects a significant leak. A potential cause of the pump not triggering a leak alarm is that there was a blockage in the system at the same time as a leak, resulting in the system being able to hold the required negative pressure. Also, in order for the leak alarm to sound, fluid must have cleared the tubing and a free flow of air must be detected for a specific amount of time. It is possible that there was exudate in the tubing that had not cleared and therefore the alarm did not sound. There is indication from the complaint description that the pump was functioning properly due to the alarms that occurred; however, this cannot be confirmed since the device was not returned for evaluation. A definitive root cause could not be determined at this time. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.